Event description:
Reporter stated the customer has experienced erratic blood glucose since (B)(6) 2015 and believes the insulin delivery of the infusion device is inaccurate. On (B)(6) 2015, the customer's blood glucose increased and then unexpectedly decreased, and he was taken to the emergency department by ambulance. On (B)(6) 2015, the customer's blood glucose was 24.0 mmol/l in the middle of the night. He delivered insulin, and his blood glucose decreased to 8.8 mmol/l half an hour later. His blood glucose continued to decrease and was 4.3 mmol/l half an hour later. He vomited and lost consciousness, and his wife contacted the paramedics. He was treated with a gel-like substance and soda, and it was also reported he was put on an IV for low blood pressure. He was kept at the emergency department for 6-8 hours before being released. He has experienced hyperglycemia 6 other times where he has been capable of self-treatment. The customer did not make any allegations against the blood glucose monitor or test strips. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.